Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device using a small-bore sheath after a coronary intervention procedure. Reportedly, there was some difficulty removing the plunger. The plunger was eventually removed; however, the link broke. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The material separation was confirmed. The retraction problem is related to the case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported retraction problem with the plunger. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a retraction problem with the plunger include, but are not limited to, tissue interaction when attempting to pull the plunger. Once the plunger was pulled a material separation of the link occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.